Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-04970. Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case, after advancing the sapien 3 valve across the native valve, the sapien 3 valve watermelon-seeded towards the lv and ao a couple times while trying to position and pull back the flex catheter. The valve and wire jumped into the ascending aorta again due to tortuosity and a lot of stored tension in the delivery system. The decision was made to remove the valve and delivery system as wire position had been lost in the lv. The implanting physician quickly pulled back the valve, delivery system, and wire without using angiography guidance. When the delivery system came out the physician realized the valve was stuck in the sheath. Angiography showed the crimped valve at the tip of the esheath. A wire was inserted into the sheath/valve and then a 8mm peripheral balloon was advanced distal to the crimped valve. Everything was removed as a unit - inflated 8mm peripheral balloon, crimped valve, and esheath. It was necessary to convert to a femoral cutdown as the crimped valve had become stuck in the rcfa. A vascular surgeon removed the valve and repaired rcfa with bovine pericardium patch. Switched to lcfa for tavr. The esheath was returned with the delivery system. Minor damage was noted at the distal tip, along with a tear in the sheath tip and a strand was present on the distal portion of the sheath. A piece of the hdpe strand dislodged during the deco process.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The returned esheath was visually inspected for any abnormalities. Sheath distal tip damage and bunching was noted, consisting of a tear at the hdpe tip interface and gouging along the hdpe shaft. Based on the visual observations the events, damage to the sheath¿s distal tip is confirmed, but the split tip was not confirmed. Due to the nature of the complaint, no functional tester or dimensional inspection was able to be performed. During manufacturing of the esheath, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. As the complaint device work order number is unknown a DHR review and lot history review were unable to be performed. As the split tip was not confirmed and the complaint occurrence rate did not exceed the monthly control limit for the issue, a complaint history review is not required. In regards to the damage to the sheath¿s distal tip, a review of complaint history from april 2019 through march 2020 revealed additional returned complaints for the esheath for the complaint code. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformities were found during the evaluations. A review of complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for the trend category of ¿damaged¿. Imagery relevant to the events was provided and calcification and tortuosity was observed in the patient¿s vasculature. The access vessels are sufficiently sized for use with a 16f esheath. The IFU, device preparation manual, and training manual were reviewed for guidance and instructions involving the esheath and commander delivery system usage. The operator must use caution when using the devices in tortuous or calcified vessels that would prevent safe entry of the introducer set. The procedural training manual provides guidance on thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note that the crimped thv aligned on the balloon is larger than the crimped thv off balloon, take care if deciding to retrieve. In addition, do not force the thv into the sheath, if resistance is felt, the thv may be caught on the sheath, stop, advance thv past the sheath tip and ensure thv is centered on the flex tip, and rotate the delivery system before trying again. Retrievability is based on preclinical testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event ¿sheath distal tip ¿ damaged¿ was confirmed based on the returned device but the event ¿sheath distal tip ¿ split¿ was not confirmed. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. The nature of the damage noted on the sheath tip, is indicative of an external object gouging the device. As mentioned in the description ¿the physician quickly pulled back the valve, delivery system, and wire without fluoro guidance. When the delivery system came out the physician realized the valve was stuck in the sheath. Fluoro showed the crimped valve at the tip of the esheath.¿ the valve catching on the sheath distal tip may potentially lead to the seen damage on the sheath tip, particularly if excessive manipulation was applied to troubleshoot the situation. While a definitive root cause is unable to be determined, available information suggests that procedural factors (retrieval difficulty/excessive manipulation) may have contributed to the complaint events. Since no edwards defect which could have resulted in the complaint was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.